Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for this event. Treatment for this event was not reported. The patient was discharged after twenty-eight days after hospital admission. At the time of this report, the patient was recovered from the event. The pd catheter was removed and the patient was switched to hemodialysis. No additional information was available.